Manufacturer narrative:
D9; product received date 11-july-2024 h3: one device was returned for repair in used condition. This device has not been serviced in the past. Customers reported problem failed accuracy +9,4% was able to be duplicated, however the pump is only slightly infusing by ~3.5%. The cause is an out of specification expulsor. Trimmed the expulsor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a failed accuracy +9.4%. The event occurred during testing. There was no delay in therapy. Ther was no physical damage. There was no patient involvement.